Event description:
"Surgeon was performing an acdf using stryker zero profile plate. Surgeon needed to make a small revision to positioning. Surgeon could not remove a self drilling variable angle screw after it had been locked. He tried alternative methods before requesting the use of rescue driver with inner shaft. While backing out screw the shaft broke at the head of the screw. He eventually backed out all screws to remove the plate. A new plate was required to be re-inserted. There were no adverse events to the patient."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.